Event description:
It was reported that the valve was explanted because the flow was getting bad. The physician suspected valve occlusion as the probable cause.

Manufacturer narrative:
The returned valve did not meet the requirements for the patency check and leak testing due to a large tear along the side of the reservoir. The damaged condition of the valve precluded all further testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.